Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with chest redness that was not localized to the pocket site and a temperature of unknown origin. Implantable pulse generator (ipg), right ventricular (rv) lead and right atrial (ra) lead were explanted prophylactically due to a suspected systemic infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.